Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to deploy and unstable stent was not confirmed due to the condition the device was returned for analysis. The reported failure to advance and difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The xience prox everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It does not appear the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the previously deployed stent causing the reported physical resistance and subsequent unstable (loose) stent. The device was positioned and inflated; however, due to the reported proximal movement of the stent the device only partially deployed distally causing the reported failure to deploy. The partially deployed stent interacted with the anatomy causing the reported stent dislodgement onto the distal shaft of the catheter and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: follow-up with the account confirmed that the stent dislodged onto the distal shaft after it partially deployed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that resistance advancing a 4.0x23mm xience prox stent delivery system (sds) was felt with the anatomy. The stent presumably moved proximal on the balloon, but remained on the sds. The stent was partially deployed distally. Resistance removing the sds was felt with the partially deployed stent entangled in the anatomy. Force was applied to remove the sds and both the sds and stent were removed. The procedure was successfully completed with an unknown device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.